Event description:
Per impact adverse event report, a set screw malfunction was reported. Per following physician's office, noise, high threshold and high impedances were noted on the patient's rv lead. The physician speculated that the set screw may not be tight enough. The patient was brought in for surgery on (B)(6)2010 and sensing issues were noted on the rv lead. The patient was referred to a surgeon to have the rv lead explanted and replaced. While attempting to replace the rv lead, the surgeon was unable to replicate the noise and tightened the set screws. All sensing issues were resolved and both the lead and device remain implanted.